Event description:
Doctor asked medtronic advanced energy account manager for more research on soft tissue necrosis. Doctor stated he was concerned due to his own experiences and had stopped using aquamantys products until he can read more research about soft tissue necrosis.

Manufacturer narrative:
The device associated with the complaint was not returned to the manufacturer for investigation therefore no conclusion can be drawn as to the root cause of the complaint. This MDR was identified as a result of complaint handling and medical device reporting process/procedure updates triggered via acquisition by medtronic.